Event description:
It was reported to philips healthcare that during testing of the heartstart mrx, the therapy knob reading was misaligned (selector set at 5j and reading read 10j). There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.